Event description:
Option study. It was reported that a patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, 675 days post index procedure, the patient died at home of unknown causes.

Manufacturer narrative:
B5: event description updated.

Event description:
It was reported that a patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, 675 days post index procedure the patient died at home of unknown causes. It was further reported the official cause of patient death was unrelated to the laa procedure or the watcman device.